Event description:
It was reported that, after a right tka surgery was performed on (B)(6) 2021, the patient presented a tooth infection. The doctor stated that this caused their knee to swell and become infected. This adverse event was treated on 16-dec-2023, in which the joint was washed out and debrided. A new lgn ps high flex xlpe sz 7-8 13mm was placed in exchange. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, no supporting medical documentation has been provided. Reportedly, the adverse event resulted from a hematogenous route of infection from the tooth. A causal relationship to the device cannot be established. The patient impact beyond the reported event and subsequent revision cannot be determined based on the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.